Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient went to the ER due to a high blood glucose value. The patient's blood glucose has been up to 500 mg/dl. The patient had bent infusion set cannulas that may have caused the high blood glucose events. The patient was treated for the hyperglycemia in the ER and then released. During troubleshooting, there were no apparent anomalies with the insulin pump: the device programming was correct and the high pressure test was successful. The insulin pump was not returned for analysis.